Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-9597-10, batch 37622035, was received for investigation. The visual inspection noted that a mating part, ar-9676, reamer, was stuck inside. Functional testing was not performed due to the device inside not being able to be moved freely. The most likely cause is attributed to misuse due to interference with the mating instrument.

Event description:
On 08/06/2024, it was reported by a sales representative via sems-(B)(4) that an ar-9676 angled reamer, drive shaft and an ar-9597-10 angled reamer sleeve were fused together. This was discovered after the case, with no reported patient harm.